Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found that smiths tampered seal label was missing. The customer stated problem was not confirmed. Customer problem could not be duplicated. Error was found in the device ehl (event history log). Dso (downstream occlusion sensor) seal was peeling off. There were also signs of possible contamination / fluid ingression. Replaced dso sensor for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the cassette did not attach properly. No patient injury was reported.